Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the power cord was fraying near hand piece. There was no harm or delay and it occurred over time. No adverse events were reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, g4, g7, h2, h3, h4, h5, h6, h8, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.